Manufacturer narrative:
(B)(4).

Event description:
The customer called on (B)(6) 2016 needing help in order to troubleshoot an error on his coaguchek xs meter with serial number (B)(4). After helping the customer with the issue, the customer then mentioned that he had an erroneous high result on (B)(6) 2016. The first result from the meter was 6.2 inr. The customer called his doctor and the doctor did not think this result was correct, so he told the customer to re-test. 10 minutes after the first test, the customer completed a second test, which resulted as 3.6 inr. The customer felt that the 3.6 inr result was the correct and he reported this result to the doctor. A new finger stick was used for each test. The patient's therapeutic range is 2.5 - 3.0 inr. There was no change in coumadin medication prior to the event. The doctor told the customer to hold the coumadin dose for 1 day based on the 3.6 inr result being outside of his range. The dose was held for 1 day. The customer is not on heparin and does not suffer from antiphospholipid antibodies. He has no high symptoms. The customer mentioned that he changed the batteries on the meter and did not set the date and time. The unit has not been cleaned. The meter and test strips have been requested for investigation. Replacement products have been shipped to the customer. Relevant retention test strips (lot 12804321) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.

Manufacturer narrative:
Relevant retention test strips (lot 128043-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was within specification. The customer meter was returned for investigation on 12/14/2016. The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr. Donor 2 inr: 3.1 inr. Donor 1 hct: 48%. Donor 2 hct: 52%. Testing results: donor #1: masterlot: 2.6 inr. Customer meter and masterlot: 2.6 inr. Donor #2: masterlot: 3.2 inr. Customer meter and masterlot: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No information was provided that would point to a cause for the result discrepancy. The customer's meter and test strips are not available for investigation, therefore no investigation could be performed.